Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the usb cabling required replacement. To resolve the issue, the technician replaced the usb cabling. The technician tested the unit, confirmed it to be operating according to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that they were unable to connect to the touch panel on their hexavue custom room rack. No report of injury or procedure delay.